Event description:
A neurologist's office reported that the dell x5 handheld computer was 'not working,' but there were no specific details on the issue. The reporter turned on the handheld, and, all it showed was the parameter screen that is displayed just after an interrogation. The reporter further indicated that there was 'something else on the screen, like a 'checkmark' saying 'ok,' but that was no longer there at the time of the report. The checksum error is a known issue and is resolved with a hard reset. However, the reporter did not perform a hard reset but was also able to navigate through the software fine. The screen responded to the taps. No further information was reporter. Since the issue resolved at the time of the report, a replacement programming system was not requested by the reporter.